Event description:
Litigation received alleging that the patient suffers from joint and muscle pain, and significant limp. Also alleged is high levels of metal ions and bone loss due to the high levels of metal ions in patient's blood. Ppd was received. Part/lot was provided. Update: medical records received (B)(6) 2013. Revision operative report indicates the following: high metal ions; pain; cyst with a fracture of the "breater" trochanteric region; cloudy yellow fluid consistent with metal on metal wear; removed anterior capsular tissue, which was thick and fibrotic; gray, necrotic appearing tissue consistent with metal-on-metal type wear; some substantial bone loss. Femoral stem and stem sleeve added to complaint.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.